Event description:
There was an allegation of non-reproducible calcium results for several patient samples tested on cobas c 503 analytical unit. Patient sample 1 initial calcium result was 1.14 mmol/l and the repeat result was 2.3 mmol/l. Patient sample 2 initial calcium result was 1.41 mmol/l and the repeat result was 2.38 mmol/l. Patient sample 3 initial calcium result was 1.62 mmol/l and the repeat result was 2.19 mmol/l. Patient sample 4 initial calcium result was 1.52 mmol/l and the repeat result was 2.3 mmol/l. Patient sample 5 initial calcium result was 1.62 mmol/l and the repeat result was 2.04 mmol/l. Patient sample 6 initial calcium result was 1.70 mmol/l and the repeat result was 2.10 mmol/l. Patient sample 7 initial calcium result was 1.76 mmol/l and the repeat result was 2.37 mmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer decontaminated the system and readjusted the main water pressure. He replaced the sample probes and cuvettes and adjusted the cuvette rinse volume. The specific root cause could not be determined. However, following the service intervention, the issue did not reoccur.